Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported to have "pain in the left breast; they suspected of rupture, so the patient underwent a CT scan and there was no rupture in the result, but it showed an important seroma." The device remains implanted.